Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One unknown hex driver were not returned for investigation. Therefore, visual inspection could not be performed. The investigation was performed based on the available information (applicable instructions for use (ifus) and risk files). Appropriate documentation was reviewed. DHR, and complaint history review could not be performed as the lot and item number associated with the reported device were not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: date of this report, date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change 'no' to 'yes', evaluation codes, additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown. Reporter's email not provided/unknown. Device not returned.

Event description:
It was reported that the implant and hex driver would not disengage from each other. The procedure was completed using another implant.